Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0mr7x, product type: lead.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient reported a gradual loss or change of therapy. The patient stated that therapy had not worked for the past two months prior to the date of report, they were not feeling stimulation with therapy on. The patient had increased stimulation but was still not feeling it, and had an appointment with their healthcare provider (hcp) on (B)(6). Additional information was received from the patient on (B)(6) 2016. The patient reported that their device no longer worked. The patient stated that a manufacturer representative (rep) fixed it. The patient noted that it could have been from all the exercise they did. The patient met with the rep at the office of a healthcare professional (hcp) and that fixed the problem. Additional information was received from a hcp on (B)(6) 2016. The hcp reported possible electrode impedance on #3 electrode, > 4000 ohms. The hcp performed a physician programmer impedance check and gave the patient 4 new programs. It was noted that they were avoiding #3 and that the patient was feeling stimulation in the groin at 0.9 amps. Additional information was received from the hcp¿s office on (B)(6) 2017. It was indicated that the rep met with the patient on (B)(6) 2016 and had stated that the patient might need a lead revision. No further complications were reported or were expected.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0mr7x, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported the device was not working and the lead were not working. The patient stated the cause of the device was not working was the leads not working. The patient stated they did not know the cause of the impedances on electrode 3. The patient stated the actions taken to resolve the device not working were they called a manufacturer representative (rep) who never got back to them. The healthcare professional (hcp) called the rep and he spoke with the hcp who said to see a urologist. The urologist said the lead was not working, and the patient would be having surgery on (B)(6), 2017. The patient stated it was not working, they felt stimulation, but was going to the bathroom a lot. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are product ID 3889-28 lot# va0mr7x serial# implanted: explanted: product type lead product ID 3037 lot# serial# njd224509n implanted: explanted: product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had a complete system replacement on the day of the report as the previous system was not working anymore and it could not be fixed. Patient reported it was not helping 100% yet. This was described as a sudden change in symptoms/therapy. Patient reported that they felt like the remote was not working properly, because the day prior to the report they tried to go to 1.7volts and said it would not increase. Patient was on program 2 at 1.6 volts and stimulation was on, and they increased stimulation to 1.7volts after trouble shooting. It was noted that patient was feeling stimulation in the bicycle seat area, and patient was told the body can time to adapt. Patient was told to wait 2-3 days to see if they get results, and try increasing stimulation if they did not. Patient was also told how to change programs. Patient reported that they were going to the bathroom a lot and was not feeling right on friday. Patient reported that they got it at 1.6volts on sunday and that they were not on pain medication. Patient stated that they felt like maybe they did not have the cord in the right place and it was not turning on. It was explained to the patient that they would have got poor communication if that was the case no further patient complications were reported.